Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the deployment button was pressed; however, the clip did not release. The locator wings went back to the "zero" position and the device could be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the clip could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.